Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device was broken while impacting the real femoral head. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 11/10/2019. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed. And it was determined, that the device failed functional assessment, as the cap was broken in two. Which is consistent with improper handling (user error). It was further determined, that the device failed pretest for visual assessment, as the cap was broken in two. Therefore, the reported condition ¿that the 1013-00-901 cap, impactor cap broke. While impacting the real femoral head (broke into two pieces one piece missing)¿ was confirmed. The most probable cause for the found defect was determined, to be improper handling (excessive force or by dropping the device) by the user (user error). The assignable root cause was determined, to be traced to user, which is user error. D4: the complete UDI was unknown in the initial report. The serial number has been updated as (01) (B)(4), (11)191110,(10) (B)(6).